Event description:
Per the information provide to co by the physician's office, via co's international representative, the device was removed due to "malfunction." As reported to co, the entire device was removed and replaced.